Manufacturer narrative:
Manufacturing date: january 18, 2017 ¿ january 19, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped flowing during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.